Event description:
The surgeon inserted an aq5010v three piece silicone lens. The lens hung up in the injector and tore upon insertion into the eye. The lens was removed without enlarging the incision.